Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that some small noisy signals were observed, but not sensed by the device. Boston scientific technical services (ts) indicated this was likely air bubbles and would resolve on its own. No adverse patient effects were reported.